Event description:
Found while performing daily test. According to the reporter, the device will not discharge when the shock buttons on the paddles are pressed. There was no report of a pt use associated with the reported incident.

Manufacturer narrative:
The hosp biomedical department evaluated the device and determined that the paddles assembly was root cause for the reported incident. The customer will purchase a new assembly for a replacement.